Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting episodes of non- sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming interventions were made. The patient's condition was stable.